Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The device was not explanted for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas IFU is currently available. Chapter 1, ¿introduction¿, lists multiple organ failures/dysfunctions and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of death was multi-system organ failure caused by long lasting malperfusion which was due to the impella 5.5 thrombosis. The pump was working as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an urgent left ventricular assist device (lvad) implantation due to acute impalla 5.5 thrombosis in intermacs 1 as a last treatment option. The patient passed away. The pump was working as expected and no pump related issues were reported. The device would not return. The cause of death was long lasting malperfusion which was due to the impella 5.5 thrombosis. The pump was working as expected.